Manufacturer narrative:
The site has indicated the incident device will not be returned. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. See attached memo regarding inadequate seals.

Event description:
The report stated that during a large hemi-thyroidectomy procedure with the ligasure precise and a forcetriad generator, the surgeon wanted to cross the muscle vertically. He sealed with two seals (one on each side) to cut between and rec'd an end tone indicating a completed seal. However, the seals were incomplete. This happened several times with an end tone. The site reported there was no tissue damage or pt injury.